Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire. It was determined that a capacitor failed.

Event description:
Dealer alleges charger smoking and caught fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges charger smoking and caught fire.